Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at below 12 atmospheres for about 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.